Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. Technical services advised some trouble-shooting. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. Technical services advised some trouble-shooting. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. The tip of the electrode remains in the patient. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. Technical services advised some trouble-shooting. There were no additional adverse patient effects. The system remains implanted.